Event description:
The dentist reported that the abutment screw fractured. The dentist was not able to remove the screw from the implant, so implant has been removed.

Manufacturer narrative:
Upon visual inspection, there is a portion of the fractured screw present in the internal threads of the implant. The remaining portion of the screw has not been returned for review. The visual inspection of the internal features of the implant reveals mechanical damage in the form of metal deformation to the single hex and the double hex features. No lot number was provided for the screw therefore the device history record could not be reviewed. However, a review of the implant device history record was performed and no non-conformity related to this issue was found. All processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. A definitive root cause has not been determined.